Manufacturer narrative:
Eval summary: this issue has been determined to be a "one off" issue, based on the following: both the lot from item in the box, and the lot from the incorrect label were produced on the same day by the same operators in 2004. This means there is a possibility of a full lot for lot swap. A review of the complaint history reveals no other labeling complaints for either of these lots. These items are both fairly high use items, and it is expected that after 5 years, some or most from both lots would have been used, which would have meant that there would be more complaints of mislabeling than just this latest one. However, there are no parts available in stock to verify this. Product surveillance will track the complaints for these items to determine if further action is warranted. Review of the device history records did not find any deviations or anomalies. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc., considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.

Event description:
It is reported that the bar code reads 00-5842-022-09 and the label reads 00-5842-025-08.